Manufacturer narrative:
Failure analysis revealed that the insulin pump had intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip. No moisture damage on the electronic assembly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had unresponsive buttons. The numbers went up by themselves and the customer could not stop them. Moisture was noticed on the corner of the screen. While on the phone the customer noticed the moisture moving across the screen. The customer explained that it as extra humid outside. The customer's blood glucose was 337 mg/dl, which was treated with manual injection. The customer stated that they believe insulin had not been delivering. The customer stated that they were sitting by the swimming pool but the insulin pump never got wet or submerged. While trying to troubleshoot for the moisture damage, the customer's blood glucose was 64 mg/dl. The discontinuation of the insulin pump was advised. Nothing further was reported.